Event description:
It was reported that the patient presented in the clinic for fatigue and short breath. Upon interrogation, the pulse generator was locked in backup vvi operation. The device was reprogrammed successfully and patient was stable after the device adjustment.